Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer reports that there was a leak 1 mil below the molded strain relief on the primary extension tubing. The customer reported alcohol/chg - chloraprep wipes were used to clean the area and the area was completely dried prior to insertion. The PICC was not difficult to handle during insertion. The PICC was not difficult to secure and was secured with tegaderm. The PICC was inserted (B)(6) 2012 and was inserted in the right axilla. The PICC was used periodically and a 10 mil syringe was used to flush the line. The customer reports that alcohol/chg wipes were used to clean the area and the hub is cleaned during line changes. The PICC was removed on (B)(6) 2012 and was replaced with another PICC. The customer reports the patient status is good.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.